Manufacturer narrative:
Continuation of medical device: evolutpro-29-us value, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptomatic bradycardia with intermittent loss of consciousness and a heart rate between 20 to 30 beats per minute with pauses. It was found the right ventricular (rv) lead was experiencing high and unstable thresholds with loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.